Event description:
Customer reported that she was hospitalized in intensive care unit three years ago due to high blood glucose and dka. Customer stated that the blood glucose reading was unknown and went to the hospital for assistance. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.